Event description:
Surgeon had performed a rotator cuff. Pt was still complaining of pain a few months post operatively. Surgeon performed a second procedure and found two fragments from the mitek cufftack anchors floating free. The tendon had pulled and the cufftacks heads had broken free.